Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The battery life of the insulin pump was diminished, the insulin pump had given random no delivery alarms, and the down button scrolls much faster than it used to. The insulin pump sometimes squirts insulin when priming and had a light scratch on the display screen. The device will not be returned for analysis.